Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal did not deploy properly in the aorta and the bleeding could not be stopped. A replacement device was used to complete the procedure. The hospital did not report any additional patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was evidence of blood on the seal. The loading and delivery devices were not returned. The tension spring assembly was cut. The seal was partially unraveled; the first, second and third rows remained together. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).